Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformance's noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient was injected in the ¿[illegible], ck4, to lift jaw¿ with juvéderm® volux and in ¿mouth corners (m1, m2)¿ with juvéderm® volift retouch. Approximately two and a half months later, patient was injected with juvéderm® voluma¿ with lidocaine in ck1, ck2, and t1 and t1, e1, e2 with juvéderm® volift with lidocaine. 64 days later, patient experienced "earache and sore throat," deemed not device related and resolved spontaneously. A week later, patient experienced swelling to temples (a few days after manually doing lymphatic drainage at home with pumice stones). The swelling was noted as "feels soft and easily palpable and it appears to be fluid rather than filler." The patient was instructed to stop manual drainage and was give given clarithromycin 500mg bd and prednisone 30 mg (reducing dose). The patient reported the swelling became more widespread the following day, including under the eyes, that resolved by the evening. The next day, ¿swelling¿ was sporadic throughout the day and began to ¿feel warm¿ at the injection sites. The patient took antihistamines and felt better. Five days later, patient was seen at the office and noted facial swelling in all areas that have been filled with ha filler. The patient had also been injected in the tear trough and cheeks (ck3) with an unknown dermal filler three years ago by another practitioner now also appeared "swelling and appear yellowish and fluid-filled. Temples very swollen." Event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2021-03412 (allergan complaint # (B)(4)), MDR ID# 3005113652-2021-03361 (allergan complaint # (B)(4)), and MDR ID# 3005113652-2021-03367 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® voluma¿ with lidocaine (lot: vb20b00951).